Manufacturer narrative:
A ge service rep performed an onsite investigation. The l-arm assembly was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the l-arm motor was not working correctly. This is a loss of motorized movements. Complete loss of motorized functionality may result in inability to obtain images. There is no report of death or serious injury.